Manufacturer narrative:
The jira for this issue has been closed and verified as resolved in r11.2. (B)(6) spoke with upgrade manager on (B)(6) 2018. This site is in queue for software upgrade and initial meeting/prep has begun.

Manufacturer narrative:
Merge unity pacs is designed for exams that have been reverted to add additional images to be moved back to the online list in a scanned (s) status. Exams in scanned status signal to the reading physician that the exam is ready to be interpreted and reports created. In this instance the log files were not available for review. Merge healthcare is continuing to further investigate the allegation from the customer to determine if any corrections or corrective actions are necessary.

Event description:
Merge unity pacs a medical image and information management system that is used for viewing, selection, processing, printing, telecommunications, and media interchange of medical images from a variety of diagnostic imaging systems. On (B)(6) 2017, a unity pacs administrator contacted merge technical support alleging that during the process of adding images to an exam, the status of that exam did not function as expected. The exam was reviewed by a radiologist, and additional images were ordered. The technologist reverted the exam from the viewing/reviewing "online" location back to the dicom gateway (acquisition station) where additional images were acquired and subsequently added to the exam. With the additional images added, the exam was then moved back online for viewing/reviewing. However, the exam was in a read status (r) instead of being in the expected scanned status (s). A scanned status indicates to users that an exam either has not been read/reviewed or that additional information has been added to the exam and requires re-reading. There was no reported adverse event to the patient. An exam with additional images added, and moved to the online list as a "read" study has the potential to delay patient treatment and/or diagnosis, especially if the physician or health care professional is not aware that there are additional images to review. (B)(4).